Event description:
Implant 1/11/93 as a result of: 1) bunion deformity with diastasis first metatarsal and hallux abductor valgus, 2) hammertoe contracture deformity, 3) dislocation (contrcture 2nd metatarsal phaalangeal joint left foot. Prosthesis was implanted at 2nd metatarsal phalangeal joint. On 6/1/93, increased pain, hyper extension of left toe. Malposition of toe, irritation of toe when wearing shoes. Cepitus was noted 8/3/93 "possible breakage." Implant removed 8/93. Left toe contracture remains.